Event description:
It was reported that during a lap esophagectomy procedure, the active blade broke off. Got an error code 5 and the machine turned off. They retrieved the blade. There was no patient consequence. Got a new one to complete the procedure.